Event description:
It was reported that the customer's blood glucose level was 35 mg/dl. The insulin pump delivered too much insulin without the input of the customer. The customer wanted his insulin pump replaced. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to motor with high current draw. Unable to perform full drive system test due to motor error alarms. The insulin pump was received with minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker.